Manufacturer narrative:
Quality assurance analysis of the device revealed that the polyimide had collapsed. The balloon would not inflate. Quality engineering has determined the most likely cause of the collapsed polyimide was an inadvertent error during the mfg process. Quality engineering has determined that no corrective action is warranted at this time. Quality engineering will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of mfg and quality process all stent delivery system are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that after stent deployment, stent delivery system would not deflate. After several oscillations of pressure with the inflation device, deflation was achieved. No pt injury was associated with event.